Event description:
The patient sought medical attention on (B)(6) 2025, due to high blood glucose (bg) levels (over 250 mg/dl) and was diagnosed with diabetic ketoacidosis (dka). She was admitted to the hospital and discharged on (B)(6) 2025, after receiving treatment with intravenous (IV) fluids and an insulin drip. The patient reported discrepancies between her continuous glucose monitor (cgm) readings and finger sticks, leading her to change the sensor and pod multiple times. She noticed insulin leaking when she removed the pod at home. The pod site appeared normal, with no redness or swelling, and the cannula looked normal. The pod was worn between 24 and 36 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g998usqsegya5. Smartphone hardware: sm-g998u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.